Manufacturer narrative:
(B)(4). The ccp checked the hose connections and no gas leaks were observed. Customer does not want the epgs replaced.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a yellow bar message that the "gas system needs service" on the electronic patient gas system (epgs). The device was not changed out, as they were able to finish the case using the manual control knob. They are using a pole mount gas blender now instead of the epgs. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 9-may-2016: according to the perfusionist (ccp), during cardiopulmonary bypass, the ccm displayed an error message: gas system needs service in a yellow bar. They were able to continue using this epgs, but could not control it through the ccm. Instead, the user had to manipulate the epgs via local control knob. When the epgs local knob was turned, the ccm slider bar did not change to the corresponding setting. In the ccp's words, there was no communication between the ccm slider bar control of the epgs and the external control knob. There was no impact to the patient as a result of the issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. Per log analysis, on (B)(6) 2016, calibration was started but failed with "zero flow high before cal" (3.94 liters per minute [l/min]). This occurred 2 more times and then the gas system reported "flow motor/mechanical fault" which would cause a "service gas system" alert (yellow) as reported. This also makes the gas system "knob adjust only". Later, the calibration was started but failed with "zero flow high before cal" (3.78 l/min) again. This occurred 3 more times before a successful calibration was performed. After that, electronic patient gas system (epgs) reported "flow motor/mechanical fault" again which would cause a "service gas system" alert (yellow). This also makes the gas system "knob adjust only". The case appears to have been completed using the local controls (knobs). The epgs is scheduled to be replaced in september 2016 per two year replacement. The customer is fine with using the pole mount. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found that a poor connection to the flow motor would not allow the motor to rotate during calibration which resulted in calibration failure and ¿service gas system¿ errors. The pst connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute oxygen (o2) sensor warm-up period. After the 15 minute warmup period, calibration of the epgs was initiated and failed as the flow motor did not turn to increase the flow to the calibration rate of 5 l/min, a ¿service gas system¿ alarm appeared on the ccm. The pst checked connections to the flow motor and found that by moving the wires that supply voltages to the flow motor. The flow motor would turn and flow would increase to 5 l/min during calibration. During the short time that the connection to the flow motor was sound and calibration was successful, the measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.72 volts, within the specification of .55-2.758 volts. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) evaluation is in progress, but not yet concluded.